Manufacturer narrative:
(B)(4). Only event year known: 2021 batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.     The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported, do not staple. The surgery was delayed in order to exchange for another instrument. The procedure was successfully completed. There were no patient consequences.